Event description:
While attempting to pass guide wire to place catheter, guide wire twisted back onto itself. Guide wire was being withdrawn when it became lodged. Gentle pulling resulted in a fracture of the wire. This required that another surgeon with vascular experience be called in to dislodge & remove fractured section of wire. Central venous line was not placed in this pt. Pt has breast ca and only one side was available for placement. Pt's lymph nodes were enlarged which contributed to a distortion of the vascular tree.